Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
Consumer reported the tampons fell apart and pieces of tampon were coming out of her when she used the restroom. She spoke with her gynecologist who told her to monitor for signs and symptoms of infection. She did not experience unusual symptoms and was feeling well.